Manufacturer narrative:
Evaluation summary: the reported incident that a screw went through this anchorage plate could not be confirmed, since the device was not returned for evaluation. The root cause of this problem has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA. A new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon, reported via the sales associate, that during a procedure he found that the anchorage screw engaged too far into the plate. The surgeon reported that the screw did not sit flush and sat a fraction of a millimeter under the anterior aspect of the plate. The surgeon reported that he decided to leave the screw in situ as he did not anticipate that there would be any adverse consequences for the patient. The surgeon reported that the procedure was completed successfully. Four screws have been listed in the product grid although it is unknown which one did not sit flush. The sales associate reported that the surgeon is very experienced in this type of procedure and is also very familiar with the anchorage system.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
The surgeon, reported via the sales associate, that during a procedure, he found that the anchorage screw engaged too far into the plate. The surgeon reported that the screw did not sit flush and sat a fraction of a millimeter under the anterior aspect of the plate. The surgeon reported that he decided to leave the screw in situ as he did not anticipate that there would be any adverse consequences for the patient. The surgeon reported that the procedure was completed successfully. Four screws have been listed in the product grid although it is unknown which one did not sit flush. The sales associate reported that the surgeon is very experienced in this type of procedure and is also very familiar with the anchorage system.